Event description:
Angelini s.p.a. Provided this spontaneous report to bridges consumer healthcare on 27-feb-2026. Angelini s.p.a. Received the report on 17-feb-2026. The report verbatim is as follows: this serious spontaneous case, manufacturer control number (B)(4) is an initial report from germany received on 17/feb/2026 from a pharmacist through diamed (de7120). This case report concerns a 73 year(s) old female patient, who applied a thermacare lower back and hip heat wrap (batch number: unknown, expiry date: unknown) used for unknown indication. Medical history included: unknown. Concomitant products included: unknown. On unknown date, after thermacare lower back and hip heat wrap, the patient experienced thermal burn, intentional device misuse. On an unknown date patient experienced thermal burn, which was considered serious. The patient used thermacare directly on the skin, not over any clothing. This was coded as intentional device misuse due to the patient's age, which was considered non-serious. Outcome: thermal burn: unknown intentional device misuse: unknown. The action taken in response to the events for thermacare low back and hip was unknown. Angelini medical assessment: the pi of thermacare low back and hip mentions that thermal burn could be an adverse event of this medical device, whereas it does not mention intentional device misuse. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided, the causal relationship between thermacare low back and hip and the reported adverse event was considered as possible and not assessable for intentional device misuse. The overall assessment for this case is serious/unlabeled/possible. The anticipated date of the next report is 08-apr-2026.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress.